Manufacturer narrative:
Device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim #: (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -10.0/2.0/091 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2023. The surgeon reports the lens had rotated not associated to low vaulting. The lens was repositioned on (B)(6) 2023 but this did not resolve the problem. On (B)(6) 2023 the lens was exchanged with a same length lens but implanted vertically and this resolved the problem. The cause of the event was reported as unknown.